Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. The visual inspection noted; the obturator, valve seal and doors appeared intact. The insufflation bulb was received. The balloon was broken. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly or component related failures. Replication of the broken balloon may occur when mishandled during clinical application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal hernia repair procedure, the surgeon tried to inflate the device, but did not inflate. The balloon was removed and upon inspection revealed a hole in the balloon. A second balloon was opened to complete the case. There was no patient injury.